Event description:
The hosp had a discrepancy with the pco2 values from the nova prime and the nova phox plus analyzer. The course of action for the pt was to administer oxygen due to elevated pco2 values. The pt was treated for the management of a pneumothorax. Per the hosp, the pt was not adversely affected by the event.